Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient in canada who received unknown baclofen at an unknown concentration and dose via an implantable for an unspecified indication. It was reported that the patient had to have their pump restarted after a magnetic resonance imaging (MRI) scan in (B)(6) of 2016 as the pump did not restart on its own. As reported, the pump did not alarm. Patient symptoms were not reported. No further complications were reported/anticipated. Additional information could not be obtained.